Manufacturer narrative:
(B)(4).

Event description:
Tip of needle was noticed to be missing during use. Received: "the surgeon was able to take the first bite, so isn't sure whether the tip was missing or if it came off after first bite. They searched the patient thoroughly, but could not find the tip. No extension in operating room time."